Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was above 400 mg/dl. Customer reported that sensor was reading 150 mg/dl but when she got home blood glucose was over 400 mg/dl stated that she pulled her set out and sensor said she was fine so she kept working stated that she started to feel bad and decided to go home and she was able to treat but it took her all night to get down. Customer offered to troubleshoot the pump for high blood glucose stated that it was her fault as she was off the insulin pump for 4 hrs. Customer stated that she should of went home and changed her set tried disconnect the transmitter recharged it stated that she is on a diet and sugars have been crazy so she is using it on the weekends but usually only using it monday - friday. The insulin pump will not be returned for analysis.